Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a mini cap that fell off the transfer set. No samples were provided for evaluation; therefore, a root cause could not be determined. However, based on the information obtained from baxter's investigation, the patient reported that he had not connected the cap securely. The homechoice apd systems patient at-home guide instructs patients to check all disposable set connections for a secure fit before beginning therapy. The product labeling was judged adequate for the potential use error in this report. A lot number was not provided; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) reported he did not do therapy the previous night because his transfer set came out and he had to go to hospital to have new one put in. On (B)(6) 2010 product surveillance spoke with the hp who clarified it was actually the minicap that fell off so he had to have his transfer set replaced. The hp stated he was sure he did not have it tightened enough. The hp stated he is cautious not to over twist and likely did not twist enough. The hp stated he noticed the cap fell off when he woke up because he found it on the floor. The hp stated he went to the hospital to have the transfer set replaced and stated he has had no problems since. The hp reported no adverse events and stated his therapy was going well. No additional information is available at this time.